Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The patient is female, (B)(6), with arthritis. When the surgeon implanted the cup and planned to implant liner, but found there was no product in the package. Then the surgeon moved the cup and used 50mm cup and line to complete the procedure.update: (B)(6) 2013, surgery delayed

Manufacturer narrative:
Complaint investigation identified the complaint as justified. As a result of a missing dimensional report, the products had to be reopened, measured and repacked. The operator repacking the products failed to reconcile the number of cartons produced against the work order quantity. As a result, an additional carton was shipped, containing no product. An awareness session has been completed for all packaging personnel regarding this complaint.